Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, outside the patient, it was noted that the rotablator was stuck in dynaglide mode and there was no rpm displayed on the lcd. The procedure was completed with a different device. No patient complications were reported.